Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) exhibited high left ventricular (lv) lead impedance measurements of greater than 2,000 ohms. Upon evaluation, normal function and capture were noted. No actions or interventions have taken place. No adverse patient effects were reported. The device remains in service.